Event description:
Patient was having another manufacturer's device inserted using us guidance (high mid approach) when the dilator could not advance. The user sent cannula back over wire and removed wire, finding a kink. They then opened a cook wire and fed down cannula. An us showed it to be in the vein so they went to dilate but dilator did not advance. They tried inserting a catheter over the wire, but could not advance the catheter. They placed the cannula back over the wire, and when they tried to remove wire, it would not come out and it was noticed the wire was unraveling. The surgeon did a cutdown for easy removal. He did, however, cut the wire so it would be easier to remove. On inspection of the wire, there is a bend approx 10cm from j-curve. (This bend was done by surgeon, so it is not during the incident). Approx 10cm past the bend is the unraveled wire which has been broken in two. The initial small break in the wire was apparently the result of graspers when retrieving wire. It is the second part of unraveling, next to the break where the unraveling started in the patient. Cook rep was told the patient was quite large and anatomy may have played a small part, but either way the fact that the wire unraveled was the problem and had to be retrieved by a surgeon as the anesthetists could not remove it alone. No part of the device remained inside the patient and no adverse effects to the patient were reported due to this occurrence. Although the patient required a cutdown to facilitate removal of the device. A second procedure was then performed on the left side which was successful.

Manufacturer narrative:
(B)(4). Investigation / evaluation: product was returned in a used and damaged condition. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during manufacturing and again, prior to transport. In addition, each wire guide comes with an attached caution label or note in IFU which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Per the event description this wire was used on a competitors' product. While the devices should be compatable, circumstances peculiar to the procedure, such as patient anatomy may have contributed to this event. An examination of the returned wire confirmed the cut and unraveling as described but could not ascertain any other reasons for the complications. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. As a result of previous complaints and with a goal of improving the product performance a CAPA has been previously initiated to address the issue of separation with this product. Per the quality engineering risk analysis, there is insufficient risk. We will continue to monitor this device.